Event description:
Related manufacturing number: 2017865-2022-06570. It was reported that a patient experienced inappropriate high ventricular rate on their pacemaker due to oversensing of noise on their right ventricular lead. This noise was suspected to have been caused by electromagnetic interference. No further intervention has been planned. The patient has been discharged successfully.